Event description:
A malfunction was reported in the form of the pump shutting off and charging issues, leading to high blood sugar levels for the customer. The customer experienced these issues over the last few months, necessitating manual insulin intake due to the pump's failure to deliver insulin properly. It was confirmed that the malfunction resulted in high blood sugar levels, and the customer declined a transfer or further follow-up while waiting for a new pump.